Event description:
It was reported that a patient presented with shortness of breath and dizziness. Over-sensing of noise was noted on the right ventricular lead and right atrial lead. This resulted in inappropriate automatic mode switch noted on the atrial lead. Additionally, the ventricular lead exhibited extracardiac stimulation and far p over-sensing and loss of capture. This resulted in patient discomfort. Premature battery depletion was noted on the device. No intervention or adverse patient consequences were reported.

Event description:
New information received notes that the patient was seen in-clinic and the leads were capped and replaced on 10 sep 2024. The patient was stable throughout.